Manufacturer narrative:
The insulin pump was received blank display due to corroded battery cap contact and battery tube. The insulin pump had scratched on display window noted during testing. Analysis inspected the electronic assembly and no anomaly or damage found during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went blank display without alarms. The customer reported that the issue happened multiple times. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that they received battery out limit alarm after inserting a new battery. The insulin pump will be replaced and will be returned for analysis.